Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the cgm error was resolved, and the caller successfully started their sensor session.